Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing of the returned product identified the device did not power on when connected to the original battery pack but powered on normally when connected to the lab battery pack. Visual evaluation found several of the batteries had leaked electrolyte inside of the pack. There was clear fluid on the batteries and inside the pack. The white wire was broken from the battery terminal. One battery terminal was completely blackened. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone: (B)(6). G2: foreign: singapore.

Event description:
It was reported that during surgery, the pulsavac was unable to regulate saline. The motor was able to activate, but saline did not prime out properly. There was no patient harm or delay in surgery. During device evaluation, it was discovered the device did not power on when connected to the original battery pack but powered on normally when connected to the lab battery pack. Visual evaluation found several of the batteries had leaked electrolyte inside of the pack. There was clear fluid on the batteries and inside the pack. The white wire was broken from the battery terminal. One battery terminal was completely blackened. Due diligence is complete, no further information is available.